Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event, treatment and hospitalization status were not reported. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information to b5. B5: upon follow up, it was reported that dianeal and extraneal therapies were discontinued. Should additional relevant information become available, a supplemental report will be submitted.